Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), no pacing was observed when the leads were connected. The leads were removed and reconnected and the ipg 'did not work'. Interrogation with a 2901 programmer gave an error message. The physician elected not to implant this device. A new ipg was implanted successfully.